Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, instructing them to call back if the malfunction code recurred. The customer acknowledged and understood the instructions.